Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in impedance, short interval counts (sic), and loss of pacing threshold resulting from a confirmed lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts were up to 13411 with high rate non-sustained episodes and evidence of lead noise oversensing. The rv bipolar lead impedance measured 4047 ohms on(B)(6) 2014. The rv lead integrity alert (lia) occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non-sustained tachycardia episodes.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.